Event description:
"Reporter's greenfield filter was placed because they had a large pe in 04. Reporter was helicoptered to the hosp eleven months later (9/7/05) after it was discovered that reporter had three pe's. After the tpa was performed, the dr's figured out why they had three pe's despite having the filter; the filter had migrated into the heart. It was lodged in the tricuspid valve. Reporter had open heart surgery and the cardiologist successfully retrieved the filter on 05. Reporter had a different type of filter put in also. As a result of the open heart reporter developed a staph infection, a shunt infection/meningitis, is unable to work, lost 35 pounds, needed physical therapy after two months of living in ICU."